Event description:
It was reported that the patient¿s implant was not working. It had been 3-4 years since the implant worked, and the patient was in the process to have it removed. The exact reason for the implant not working was unknown. It was noted that the patient¿s doctor ordered an MRI for the head only, and they were looking for a stroke. The MRI was unrelated to the patient¿s spinal cord stimulator (scs) devices and therapy. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 37092, lot# 250430002, implanted: (B)(6) 2010, product type: accessory. Product ID: 3 7743, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that the device stopped being functional years ago. It was unclear what the patient meant, but the hcp said it may be that the battery is depleted. The patient was getting an MRI unrelated to the device or therapy. No further complications were reported.